Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. Also, a pinhole was found in it. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. It was decontaminated, without its original packaging. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was performed on the sample. It was found that sample could not pass this 12 hour test - cuff was deflating during inflation. Source of leak was found to be a pinhole as reported by customer. Each cuff should be tested by customer prior use as per instruction for use to check the integrity of the cuff and inflation system prior to insertion. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use.